Event description:
Reporter alleged obtaining a discrepant blood glucose result of 130 mg/dl back to back with a result of 300 mg/dl on the compact system when testing was performed within 10 minutes. Reporter stated she took her normal medications prior to obtaining the results. Reporter stated she felt shaky after obtaining the results and attributed it to hyperglycemia. Reporter took an additional dose of medication one hour after testing, then laid down for a nap. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.